Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, non-tortuous mid-left anterior descending artery that was 90% stenosed. The 3.0x12mm trek balloon dilatation catheter was advanced to the target lesion without any resistance noted. During inflation, the balloon ruptured on the first inflation at 6 atmospheres. A non-abbott balloon was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.